Event description:
Initial (26-aug-2024): this serious case reported by a consumer via phone refers to an 85 year old male who takes blood thinner and had a heart valve replacement. Allergies were not reported. The consumer used dentek slim brush for teeth cleaning and reported that the brush broke off and got stuck in his throat. He reported that he is able to eat and drink as he normally does and he is not experiencing any pain. He has not obtained medical attention, but has been advised to do so by the nurse at his assisted living facility. This case outcome is not recovered/not resolved. Meddra version 27.0. Expectedness: foreign body in throat: unexpected. Accidental device ingestion. Product component damaged/broken. According to the company reference safety information.